Event description:
The customer reported white blood cell (wbc) and differential (diff) failures and aperture error messages on a coulter act diff 2 analyzer while running patient samples. The customer also reported wbc and platelet (plt) background failures. The customer requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/25/2015. The fse noticed there was a diluent drip at the end of the probe wipe block. There was no report of injury or direct exposure to the leak. The probe wipe and associated tubing were replaced, resolving the drip. The diluent pick up tubings were replaced resolving the plt background failures; however, the wbc flagging issues continued as the instrument recovered additional wbc aperture alerts (xxxxx flags). The fse proceeded to replace the wbc count valve (lv17), which resolved the sample wbc flagging issue as well as the wbc background issues. The instrument was verified by running controls, and other samples, which yielded no other flagging. The instrument is currently considered operational. (B)(4).